Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was over 600 mg/dl with diabetic ketoacidosis. Reportedly, an ambulance was called, customer went to the emergency room with a bg of 629 mg/dl and was sub-sequentially hospitalized. Customer was treated with insulin drip, saline, and dextran. Customer was also given manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.